Event description:
Implant date: 9/1998. Approximatly one month after implantation pt had trouble swallowing. X-rays revealed one top screw had backed out. Revision surgery in 12/1998 to remove plate and screws.